Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ sterile luer slip 1ml syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: small particle stuck on syringe tip.

Event description:
It has been reported that the bd plastipak¿ sterile luer slip 1ml syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: small particle stuck on syringe tip.

Manufacturer narrative:
H.6. Investigation summary: one sample was returned to our quality engineer for investigation. Through visual inspection, a black foreign matter was observed on the syringe tip. Using magnification, the matter was observed inside the tip walls and was identified to be burnt polypropylene. A device history review was performed for reported lot: 1812008, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Product is inspected throughout the manufacturing process to ensure the quality and functionality of the device. While we could not identify a direct issue, this malfunction was determined to have occurred as a result of a failure in the gas expulsion during the molding process. As a result of this failure, polypropylene particles generate and can become embedded in the barrel molding. Based on the preventive measures in place and the current inspection process, this is believed to be an isolated issue with an unlikely recurrence. Manufacturing personnel have been made aware of your experience to increase awareness of this matter. H3 other text.